Event description:
It was reported that during a da vinci assisted surgical procedure, system error 1 was noted. An (B)(4) technical support engineer (tse) advised a power cycle which fixed the issue. The tse check the logs and found errors 1, 816, 817 and 861. Field engineer was dispatched. The procedure continued as planned. There was no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and the reporter was unable to provide additional information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the site to conduct preventative maintenance. The fse replaced the universal power manager (upm), battery and touchscreen to resolve the reported issue. The upm, battery and touchscreen are expected to be returned for analysis, but it has not yet been received. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when the item has been received and failure analysis has completed their investigation. No photo or video was provided by the site for review. A procedure log review was performed. Per the review, the following was confirmed: a procedure was performed on system (B)(4) on (B)(6) 2022. This complaint is considered a reportable event due to the following conclusion: the battery, the universal power module (upm) and the touchpad were replaced by the distributor field service engineer (fse) due to non-recoverable errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Manufacturer narrative:
Sections d9 and h3: additional information. Sections h6 and h10: device evaluation. Correction to h10 on initial MDR: an intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the site to further investigate error 1. During on-site visit, error 1 was not replicated but the fse replaced the battery and universal power manager (upm) due to error observed in logs. After the battery and upm were replaced, error 75 occurred and the touchpad was replaced to resolve that error. Isi received the upm involved with this complaint and completed the device evaluation. Failure analysis investigation could not reproduce the reported failure. However, the error/fault was confirmed via error logs/system logs. The upm was installed and tested in the printed circuit assembly (pca) test system. The unit started up with no error then ran 30 power cycles with this board, and all passed. The board remained in the test system for 6 hours while testing other parts, and it performed with no anomalies. Isi also received the touchscreen referenced on this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. When reviewing the remote error log, there was error 75 with p1 value 3 which means the startup was not successful. The touchpad was installed on the printed circuit assembly (pca) test system. Upon power on the system showed the error 75. After reloaded firmware, the unit was back to normal. Performed calibration, and all the touch function tested and passed. Booted up system in normal mode and let it idle for 10 minutes. Ran 10 power cycles to look for relevant errors; no relevant errors were thrown. This issue was firmware corrupted. Pca can reload the firmware in-house to fix the issue. Firmware was reloaded and passed system test.

Event description:
Refer to h10/h11 for follow-up information.